Event description:
It was reported that the battery was only depleting after four days of use. Nothing further was reported.

Manufacturer narrative:
The display was blank due to corrosion inside the battery tube and battery cap.